Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express button due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not exposed to moisture and the drive support cap was normal. Insulin pump is being replaced and is expected to return for analysis.